Manufacturer narrative:
The returned offset coupler trial parts were examined visually and microscopically. The purpose of the investigation was to determine the cause for the fracture of the set screw. Sem analysis of the fracture surface revealed cleavage and burnishing. The connection screw is assembled through the offset coupler male part into the offset coupler female part with a thread locking agent. An additional set screw is assembled on top of the connection screw in the offset coupler male part to fasten it during surgery. If an excessive amount of torque is applied to the set screw, torque may be transferred to the connection screw leading to a fracture. The cause for the break in the offset coupler trial connection screw may be attributed to excessive torque applied to the set screw.

Event description:
It has been reported that an instrument broke during surgery extending the surgery time by one hour.